Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf to claim no vibration on (B)(6) 2015. The foreign patient perform a reset and the reset was unsuccessful for reported issue. At the time of contact the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).